Event description:
It was reported that on (B)(6) 2010 while in the hospital ward, the md inserted the epidural catheter into the pt. The following day ((B)(6) 2010) the user tried to remove the epidural catheter from the pt. The user found it difficult to remove the epidural catheter. While using tweezers the user pulled the catheter "strongly" and at that time the catheter separated. The pt was x-rayed and an 8cm polyurethane tube remained in the pt. There was no inner coil remaining in the pt. As of (B)(6) 2010 the 8cm tubing still remains in the pt. Additional info received on (B)(6) 2010 from the sales representative in arrow (B)(4) stated there are no copies of x-rays available. There has been no word from the hospital in reference to the removal of the 8cm polyurethane.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.